Event description:
It was reported that the ilet touchscreen did not respond on the lock screen and could not be unlocked despite cleaning, use of a stylus, and restart attempts, and a replacement ilet was arranged. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting to recalibrate the capacitive touch sensor and attempts to restart while on the charger, as well as assistance pairing a freestyle libre 3 plus sensor and instructions for data sync and device return. Investigation of this device revealed a touchscreen malfunction consistent with a display or user-interface component failure that was not resolved by recalibration or restart. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.